Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 380 saline prostheses on (B)(6) 2018; catalog # 3503380, s/ns (B)(4) (l) and (B)(4) (r).